Event description:
It was reported that during a da vinci si prostatectomy procedure, the (B)(4) bipolar forceps instrument stopped cauterizing. The instrument was removed and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported. The customer reported malfunction does not in itself constitute a reportable event, however, during internal evaluation of the instrument, engineering discovered evidence of arcing. No patient harm was reported, however, we assessed the evaluation results and conservatively decided to report our findings as it cannot be determined whether or not the arcing occurred during the surgical procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one conductor wire is broken at the yaw pulley exit. The wire is detached from its connection at the grip, thus preventing cautery from functioning at the grips. The instrument failed electrical continuity testing. Engineering also observed that both yaw pulleys exhibit severe charring with material removal and localized melting at the grip base, indicating that an arcing event occurred. Engineering concluded that damage to the yaw pulleys most likely occurred prior to breakage of the conductor wire. No other damage was found.